Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed an unknown error "restart" during a sensor session. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.